Event description:
The customer stated the unit had a preamp ext ref failure. No patient involvement.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator, and the actual device involved was evaluated. The investigation revealed that the cause of the error code was due to a cracked solder joint on the preamp circuit board, causing the loss of required signals. Resoldering of the joint resolved the issue. Once repairs were completed, the device passed testing and returned to the customer.